Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the cassette was attached and locked in place, the device did not recognize the cassette and was still locked in place. The event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition. There were multiple 'downstream occlusion' high alarms revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the intermittent latch lock flex was the root cause. The latch lock flex and the downstream occlusion sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.